Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0211551v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
Additional information received from a consumer reported that the patient did not know the circumstances that led to the broken lead.

Event description:
It was reported the wire for the implant on the left side was broken. She fell and hit her chest and she thought that is what broke the wire. The implant on the left side was dead. The doctor was not going to replace it because the wire was broke so it wouldn¿t ¿be worth changing out the implant.¿ they were going to leave the implant in.